Event description:
Caller reported compact plus blood glucose results of 81 mg/dl, 62 mg/dl, 46 mg/dl, and 41 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.